Event description:
It was reported that the radio frequency (rf) head and replacements would not work with the programmer. The connector was loose. The programmer was returned for repair. There was no patient involvement.

Event description:
It was reported that the radio frequency (rf) head and replacements would not work with the programmer. The connector was loose. The programmer and rf head were returned for repair. Both products were analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the rf head would only intermittently work. The rf head was out of specification and the printed circuit board was out of specification. It was also noted that the lower case was damaged at the foot, the heat sink from the link electronic module (lem) circuit board was no longer attached, the keyboard hinges were broken. (B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).